Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the inspection results of olympus korea, it was found that the leak occurred because the instrument channel of the subject device was damaged. Since the user had not reported the occurrence of the leak from the subject device before the reported phenomenon occurred, it was considered that this damage was caused when the treatment tool was clogged in the instrument channel. From this and the former similar case, it was presumed that the reported phenomenon occurred by the following mechanism. The handling when the treatment tool was inserted by the user deviated from the IFU. During the insertion of the treatment tool, the treatment tool was deformed or damaged in the instrument channel. Or, the reported phenomenon may have occurred because the treatment tool was damaged before it was inserted into the subject device. [Note] since the IFU (operation manual) has the following description, it is probable that the reported phenomenon could be prevented. 4.3 using endotherapy accessories: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device by clogging the accessory in the instrumental channel and it could not be inserted to its channel. Olympus (B)(4) got the information from the user that the clogging had been occurred during the previous unspecified procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device by clogging the accessory in the instrumental channel of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the forceps clogging. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.